Manufacturer narrative:
Should additional info become available regarding, this event it will be re-evaluated and a f/u report will be sent.

Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2010 the plaintiff was implanted with ams miniarc sling to treat pelvic organ prolapse and stress urinary incontinence. The plaintiff's attorney alleges that the plaintiff "significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and/or will undergo corrective surgery or surgeries."